Event description:
The customer reported a button error. There was no report of patient contact.

Manufacturer narrative:
(B)(4). The customer reported a button error. There was no report of patient contact. The device was evaluated by a philips field service engineer. The symptom was clarified as the self test automatically starting when the energy select switch is turned to manual mode. The issue was localized to the bezel assembly. The bezel assembly was replaced to resolve the issue.